Event description:
An ocd lab specialist observed multiple negatively biased total b-hcg results during a correlation study on the eciq analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a results of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed condition codes indicating a fault in the reagent metering sys. The service engineer repaired a leaky valve which restored the analyzer to its expected operation. The root cause of the elevated results is instrument-related.